Manufacturer narrative:
Approximate implant date reported as 2019 and approximate explant date reported as (B)(6) 2021. The device has been received and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted following the device evaluation.

Event description:
Information was received that the rod failed to reach terminal distraction lengthen. The rods were removed for final fusion with a competitor product. No patient adverse event was reported.

Manufacturer narrative:
Additional data d4 (lot number). Evaluation summary: visual inspection was conducted of the returned rod, which revealed the distraction rod of the magec 2 rod had visible score marks. X-ray images of the internal components showed no obvious damage and revealed the rod was partially distracted. The rod was functionally tested and was able to distract and retract with the erc and manual distractor. The minimum and maximum lengths were measured and the total stroke measurement of 48.06 was found to meet specification. Distraction force testing was measured and also found to meet specification. A review of manufacturing records found the rod was manufactured to specified requirements and met all of the required quality inspection release criteria.

Event description:
No additional information has been provided.